Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted.

Event description:
Per the clinic, the patient underwent revision on (B)(6) 2017, due to a tip fold over of the electrode array that occurred during initial implantation surgery. The device was explanted and the patient was reimplanted with another cochlear device.